Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. An underwater pressure test was performed with no issues noted. Additionally, a self-test and priming test was performed and no abnormality was observed. The reported condition was not verified. Should additional relevant information become available a supplemental report will be submitted.

Manufacturer narrative:
E1: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette had a connection issue which resulted in a leak. The event was further described as ¿when connecting the cassette to 1.5 physioneal, the connection was not tightened and spins, and the patient tried again but it could not be tightened." This was observed during set up of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.